Event description:
It was reported that the pump touchscreen display was appearing as a blue color, affecting the customer¿s ability to interact with and read the pump screen. There was no adverse impact to the customer's blood glucose level. The customer reverted to an alternate method of insulin therapy.